Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and one haptic tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn haptic was due to a loading error.

Manufacturer narrative:
A visual inspection of the returned product found a piece of the lens optic torn off. Another piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.